Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the patient alleges that the infusion device was not accurately delivering the basal rates. After switching to a different infusion device, the patient found that the basal rates on the original device were too high use on the replacement device. The patient's mother did not think 100% of the insulin in the basal delivery was reaching the patient with the original device. No adverse event was reported. The infusion device was requested to be returned for product evaluation.